Manufacturer narrative:
Intuitive surgical, inc (isi) received the units involved with this complaint and completed the device evaluation. The hrsv monitor was returned for failure analysis and the reported failure mode was confirmed. Noisy video intermittently was observed. Engineering replaced video, re-soldered ics, connectors, replaced caps, cleaned, tested, and performed backlight calibration to correct the reported issue. The pmsc circuit board was also returned for failure analysis. The unit was installed into a test system; the video worked fine without any issue at ssc. The scl (stored at slot 1) module was replaced to as precaution. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci assisted inguinal hernia repair procedure, the customer experienced vision issues with the left eye of the surgeon side console (ssc). The left eye was shaky with lines going through the image and the customer disconnected and swapped the camera cable and light guide cable. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended removing the instruments, power cycle the system and vision cart circuit breaker, however, the system powered and homed with a non-recoverable fault. The customer indicated that they were in the process of swapping out the ssc but the tse advised to power cycle the system one more time and the system powered and homed successfully with no errors. The image was displaying successfully and the customer was able to continue with the case. However, it was later confirmed that the customer had to switch out the ssc to complete the procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility but was not able to reproduce the reported failure. The fse proactively replaced the left high resolution stereo viewer (hrsv) monitor and the personality module surgeon console (pmsc) circuit board and executed a full system check and ran the system for two hours with no video issues. The hrsv provides the video image for the ssc. The pmsc is a module that consists of 5 interface boards.